Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having blisters and burn while charging. Database download appears to be normal. No further action required at this time.